Manufacturer narrative:
Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Event description:
It was reported that a patient with a 19mm 3300tfxj aortic valve underwent a valve-in-valve procedure after an implant duration of approximately six (6) years due to aortic regurgitation caused by structural valve deterioration. The patient presented with heart failure and dyspnea on effort. The procedure was performed with a non-edwards transcatheter valve. The patient status was reported as recovered.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported a patient with a 25mm ce perimount valve implanted for an unknown implant duration in the pulmonary position underwent valve-in-valve procedure due to severe pulmonary insufficiency and moderate stenosis. Patient presented with progressive shortness of breath. Tpvr was successfully performed with a 26mm 9600tfx transcatheter valve. Patient was discharged home on pod# 1.

Manufacturer narrative:
Added information to a3, b5, b7, h6. Corrected b5 based on new information received.